Event description:
It was reported that when the patient was hospitalized for an unrelated reason, no atrial sensing was detected during device interrogation. Baseline noise was observed on the atrial channel but no p-waves were coming through. The gain was increased and no oversensing was observed. The device was checked again next day and an increase in atrial threshold since the initial check was observed. The egms were normal. The patient will continue to be monitored in the hospital.